Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a temperature issue with the pump. The reporter denied any damage to the pump. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/12/2016 with the following findings:. The battery voltages in the black box were within normal specifications. The pump's current draws all measured within specification. No overheating was duplicated during testing.